Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from (B)(6) 2015 to (B)(6) 2017. An investigation of the reported event found that although there was no patient harm as a result of the footpedal sticking, the same malfunction might lead to serious injury should it recur. A review of subject device risk management files shows this is an anticipated risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment no corrective action or remedial actions were deemed necessary. Although no injury was reported, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure is which a versapulse powersuite 100w laser system was being used, "the foot pedal stuck in the middle of the procedure, and the laser had to be turned off to stop it." The surgeon discontinued the laser part of the procedure and proceeded to stent placement. No report of serious injury was received, and the patient is reported to have been fully recovered. The surgeon further reported that he had seen no harm to the patient.